Event description:
On 07/26/2000 it was reported that during a polypectomy procedure, uncontrollable bleeding occurred. Customer stated that the dr using this system had several other pt bleedings, but that this is the first incident they are reporting. The hosp classified the pt injury as "post polypectomy bleed". The pt was moved to the intensive care unit and given 8 units of blood. Dr believes that there may be an equipment problem.